Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
If was reported that the device active electrode extruded into the ear canal. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode having extruded in the left ear canal, possibly related to the implantation method (i.e. Suprameatal approach). The investigation results appear to match the problems mentioned in the patient report. Patient was reimplanted on the same day. This is a final report.

Event description:
During preparation of the contralateral (right) ear for reimplantation, the surgeon also performed an examination on the left ear. The surgeon found that the electrodes were protruding in the left ear canal. The device has been explanted.